Event description:
It was reported that both ports of the ekos device were broken, and the patient was returned to the catheterization lab for device exchange. An ekos endovascular device, 106x30cm was selected for use to treat an iliofemoral in-stent thrombosis. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. During treatment in the ICU, it was observed that both the coolant and drug luer ports were broken. As a result, the patient was returned to the catheterization lab for device exchange. No further patient or procedure details were provided to boston scientific.

Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site (cis). Only the infusion catheter (ic) was returned, and the cable was cut from the device, so the device lot number was unable to be verified. Microscopic visual inspection of ic showed cracks in the drug and coolant luers. The device was tested for leaking, and it was noticed that the device leaked liquid from the drug and coolant luers where the cracks were present. The reported events were confirmed.

Event description:
It was reported that both ports of the ekos device were broken, and the patient was returned to the catheterization lab for device exchange. An ekos endovascular device, 106x30cm was selected for use to treat an iliofemoral in-stent thrombosis. The ekos device was placed, and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. During treatment in the ICU, it was observed that both the coolant and drug luer ports were broken. As a result, the patient was returned to the catheterization lab for device exchange. No further patient or procedure details were provided to boston scientific.